Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen the customer reports that stoppers pop off even in closed vacuum sample draw. The following information was provided by the initial reporter. The customer stated: customer reports that stoppers pop off even in closed vacuum sample draw. The customer further reports that only the yellow cap tubes are opening, other tubes are not. Requests for a deepest investigation by bd end, because this complaint is too often even when sample collection is through vacuum. Customer has retention samples for evaluation.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen the customer reports that stoppers pop off even in closed vacuum sample draw. The following information was provided by the initial reporter. The customer stated: customer reports that stoppers pop off even in closed vacuum sample draw. The customer further reports that only the yellow cap tubes are opening, other tubes are not. Requests for a deepest investigation by bd end, because this complaint is too often even when sample collection is through vacuum. Customer has retention samples for evaluation.